Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported trace pointers are invalid. Blood glucose was 153 mg/dl. Customer reported that the pump error alarm occur during after battery change. Customer reported rewind was not possible. The customer has repeatedly changed the battery and again trace pointers are invalid alarms occurred. The insulin pump was not returned for analysis.

Manufacturer narrative:
Device passed displacement, sleep current measurement, active current measurement, and self tests. No pump error 68 occurred during testing. (B)(4).